Manufacturer narrative:
During a follow-up, the pd nurse reported that the patient had to have his pd catheter removed after consecutive occurrences of peritonitis. The patient temporarily received hemodialysis until his pd catheter was replaced. The patient was able to return to pd treatment successfully. The patient was transplanted in (B)(6) 2013. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient reported drain complication on his liberty cycler. The patient stated he currently had an infection. During a follow-up, the pd nurse reported the patient had peritonitis.